Manufacturer narrative:
A titan otr pump was returned for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Because no functional abnormalities were noted with the returned components, quality cannot determine the root cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time. See attached letter from FDA dated (B)(6) indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information,malfunction - otr pump not working.